Manufacturer narrative:
Olympus contacted the clinical endotherapy specialist (ces) who visited the user facility to obtain additional information. The user facility had four esg-100 units, but did not specify which of the four units may have been involved in the reported events nor was there any specific notes taken to confirm the dates of the events. The four units were examined by the ces and all appeared to be operating appropriately, and the user facility had indicated that setting were now reduced to 15, rather than 20 on forced coag 2. The ces reported that what appears to have been a contributing factor was the length of time the physicians activated the foot-pedal to avoid unwanted tissue destruction, which likely led to the re-bleeding. The device referenced in this report was not returned to olympus for evaluation. The ces provided in-service training regarding the appropriate use of the device. The exact cause of the reported phenomena could not be conclusively determined. If significant additional information is received, this report will be updated. This is one of two reports. Please also reference 8010047-2012-00167. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that they had experienced two post-polypectomy bleeds in early (B)(6) 2012. There was no information provided regarding what intervention (if any) was provided to the patients, and no information provided regarding the status of the patients.